Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle 27x1/2 rb has been found cracked and leaking during use. The following has been provided by the initial reporter: it was reported that the drug leaks out the syringe. It was clarified that the medication leaks due to needle hub cracked.

Manufacturer narrative:
H.6. Investigation: ten (10) samples and two (2) photos were provided by the customer for investigation. The samples were returned in unopened blister packs and were visually examined using 10x magnification with no holes being found in the needle hubs. Two (2) photos were also provided by the customer for investigation. One (1) photo shows the top web of four (4) blister packs which provides the material and batch number. The second (2nd) photo shows a needle hub attached to a syringe laying on a piece of paper. The words ¿hub crack¿ are written on the paper with an arrow pointing to the needle hub assembly. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation bd was not able to confirm the condition reported by the customer; therefore, a root cause cannot be determined. H3 other text : see h.10.

Event description:
It has been reported that the needle 27x1/2 rb has been found cracked and leaking during use. The following has been provided by the initial reporter: it was reported that the drug leaks out the syringe. It was clarified that the medication leaks due to needle hub cracked.